Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d (research and development), and the reviewer stated that ¿five (5) fluoroscopic and x-ray still images were provided. The first three images are from fluoroscopy taken intra-procedurally, post deployment of the second clip (reported device, right clip in images). The clip arm angle immediately after deployment appears to be ~20° - 25° which is within the typical range of a fully closed clip per the instructions for use. The remaining two images are chest x-rays that were taken the next day in which the clip arm angle of the reported clip appears to be ~40° - 45°. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye, it is apparent that the reported clip presents with a larger arm angle in the next-day x-ray images as compared to the fluoro images taken during the procedure, immediately after deployment. The clip arms appear to have opened from ~20° - 25° (day of procedure) to ~40° - 45° (next day), which is an approximate arm angle change of 20° - 25° and confirms the reported post deployment cowl event. Comparatively, the first implanted clip (no reported issue, left clip in images) maintains a fully closed position (~10° - 15°) in all images provided with no apparent change in arm angle. There are no other observations based on the images provided.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior segment 3 leaflet (p3) for a mitraclip procedure. Two xts were placed on the p3 prolapse. The clips were both fully closed. The mr was reduced to grade 1. On (B)(6) 2024 follow-up imaging was performed, and the second xt clip had opened while locked. The clip arms were opened approximately under 90 degrees. The valve leaflets were firmly grasped, and no exacerbation of mr was observed.